Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: a pump stop event due to the disconnection of the driveline from the system controller was captured in the log file data provided by the account. A specific cause for the reported cardiac arrhythmia and a correlation to the pump stop event could not be conclusively determined through this investigation. The log file data provided by the account contained data spanning from 8/13/2019 at 15:40:05 to 9/18/2019 at 18:16:47, per the timestamp. On 8/24 at 14:08:11 the driveline was disconnected from the system controller resulting in active driveline disconnect alarms and a pump stoppage that lasted for approximately 8 minutes and 36 seconds. The alarms resolved and the pump resumed normal operation at the fixed speed once the driveline was reconnected to the system controller. Following the reconnection of the driveline to the system controller the pump operated above the low speed limit for the remainder of the log file. The patient was hospitalized due to a fall and is on coumadin. The account communicated that the patient had been having ventricular tachycardia episodes with position changes. The fall was later attributed to dizziness/ventricular tachycardia. The center stated that the vad did not contribute to the patient¿s ventricular tachycardia and was operating as intended. The patient remains ongoing on the heartmate ii lvas and no further events have been reported at this time. The heartmate ii lvas patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. This document, as well as the heartmate ii lvas IFU, covers all system controller alarms, as well as the appropriate associated actions. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. This document also lists arrhythmia as a potential late post-implant complication and provides information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Patient's mobile power unit is also reported under MFR# 2916596-2019-04655.

Event description:
It was reported that the patient had a new controller exchanged in july. The patient had two episodes of low voltage / no external power events on (B)(6) 2019 and (B)(6) 2019. The patient was admitted after a fall and on coumadin. He was having ventricular tachycardia episodes with position change. Log file analysis observed a no external power event on (B)(6) 2019 at 14:06 due to both power cables being disconnected. Then at 14:08 the drive line was disconnected and reconnected at 14:17. Also noted additional no external power events on (B)(6) 2019 and (B)(6) 2019 while connected to the mobile power unit. This was due to either the power cord coming loose from the mobile power unit or wall outlet.